Event description:
The hcp reported that the pt had irregular volumes at refills due to problems with the catheter. It was reported to be occluded, 'probably turned and kinked,' and possibly displaced from the intrathecal space. The catheter was replaced. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates dilaudid. The pump was also replaced and returned to the MFR for analysis, although the hcp did not suspect it was the cause of the volume irregularities. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.